Manufacturer narrative:
Device manufactured between may 28, 2019 to may 29, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed leak inside the bag that contained the device. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from unknown location. The device was filled with cefazolin. This issue was identified before patient use. There was no patient involvement. No additional information is available.